Manufacturer narrative:
No patient involvement. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. No parts or filed have been returned/replaced.

Event description:
A medtronic representative reported that the system became unresponsive in the register task of the software. No patient present.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.